Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav (part # (B)(4)) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient data: age: (B)(6), weight: 16 kilograms (kg), height: (B)(6) (cm), gender: unknown.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -no abnormalities. Measurement of surface of the housing: deformation detected: yes - measured value: -0.037 mm [tolerance (0 ± 0.02mm)]. Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav is permeable. Adjustability test: the progav was found to be not adjustable to specifications. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in progav. Results: based on our investigation results, we can identify a "non-adjustability" of the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.